Event description:
It was reported that patient said her implant charge used to last 4 days but it has changed to 1.5 day. Patient said she hasn't changed her usage. Technical services reviewed causes of battery depletion. Redirected to healthcare provider (hcp) to further investigate. Patient didn't give a specific time frame, but implied that it gradually change to now only having 1.5 day of usage when fully charged. Difficulty with recharging. Patient didn't move the recharger paddle but the quality of recharge went from excellent to poor and then it stopped recharging. No noticeable damage to controller or recharger, per patient. Patient said she couldn't tell if her skin was moving or if the neurostimulator was moving around. Patient will have hcp assess during her appointment on jan. 8th. Patient reported being in a lot of pain since she doesn't have therapy. Recharger was replaced sometime last year. Patient called back and reported it has not been received and stated that they need the recharger today. Patient mentioned that they are in a lot of pain because their stimulator is off and can't charge their implant. Patient also mentioned that they fell.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.